Manufacturer narrative:
(B)(4). Concomitant medical products: biomet cc I-beam tray 71mm catalog # 141223 lot # unknown, series a pat std 28 3 peg catalog # 184762 lot # unknown, vanguard cr ilok femoral catalog # 183026 lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this event: 0001825034-2018-05348. Remains implanted.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty. Subsequently, the patient underwent a manipulation due to unknown reason.